Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut but did not staple. It was determined that the device had been previously fired but not reloaded. Apparently the surgeon fired through the lockout mechanism.